Event description:
It was reported that the pt "underwent ancure repair of their abdominal aortic aneurysm in 2000. Approx three weeks later, pt presented with coolness and discomfort of the right lower extremity and underwent an aortogram which revealed occlusion on the right limb of the graft, as well as the right iliofemoral system. The pt therefore underwent administration of lysis per the radiologist, and the completion arteriogram showed minimal wasting of the right limb of the graft which is what appeared to be the area of the native aortic bifurcation. The pt was therefore taken to surgery in 2000 where pt underwent bilateral iliac angioplasty and stenting to open the limbs of the graft which were being compressed by what appeared to be the native aortic bifurcation."